Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: upon visual inspection no damage was noted on the implant that would contribute to the complaint condition. A functional test could not be performed as the device was not returned in its original packaging to see if the staple was already deployed/compressed. No dimensional inspection was performed as no issues were noted on the staple and is unconfirmed. Based on the review of the drawings, no design issues contributing to relevant complaint condition were identified. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon opening bme speed staple, it was discovered that the staples were already compressed, so we went to try a different one and the same thing happened with 3 staple implant kits. Bilateral bunion corrections. There was no surgical delay. The procedure successfully completed. No patient consequences. This complaint involves 3 devices. This report is for (1) speedtriad(tm) implant kit 20 x 15 x 8 mm, centered. This report is 3 of 3 for (B)(4).